Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report the gripper actuation issue and gripper line break. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. After the second time, re-grasping was attempted to get more posterior leaflet but the posterior gripper did not raise. The physician inverted the clip and brought it into atrium and tested the gripper there, and it was noted that the posterior gripper was never raised. Therefore, the cds was removed. A new cds was used to successfully complete the procedure. Once the device was examined at the back table, it was noted that the gripper line was not attached to the gripper. One clip was implanted reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue and gripper line break were confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue and gripper line break appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.